Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the device was manufactured from may 17, 2021 - may 18, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample which suggested a leak has occurred. The cause of the fluid was due to a broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) leaked from an unspecified location. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. The issue was identified before patient use. There was no patient involvement. No additional information is available.